Event description:
The technician alleged the brake casters will not hold on the foot end of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the brake transfer link, rivets and all brake casters to resolve the issue.